Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 3006705815-2019-04669. It was reported that the patient experienced ineffective therapy. High impedances were noted. As a result, surgical intervention was taken to replace the leads.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection identified a kink in both return lead bodies where all of the internal wires were broken, followed by a cam impression mark. This would have caused the reported issue in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.